Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal 2.5% ultrabag and extraneal therapies. On (B)(6) 2012, the patient began treatment with dianeal 2.5% ultrabag and extraneal therapies intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was not reported. On an unreported date, the patient had break in aseptic technique further described as did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was break in aseptic technique. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (1g, every 5th day), injection fortum (1gm, 1 exchange per day) and injection tobramycin (40mg, 1 exchange per day), routes not reported, for the event. It was reported the patient was recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.